Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.

Event description:
Surgeon was inserting an expedium polyaxial screw during a spinal fusion and the tip of the polyaxial screwdriver broke off. Decided to not retrieve tip. Remained in top of expedium screw. Surgeon did not want to remove screw. Rod and set screw fit into existing space and surgery was completed.

Manufacturer narrative:
A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.